Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had hose damage. Device was not used in surgery. Date of the event is unk. It is unk if injury or med intervention occurred there was no add'l info provided.